Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental report created to provide the lot number and expiration date of the device in question.

Manufacturer narrative:
One osseotite® implants 4 x 10mm (oss410) was returned for investigation. Visual inspection of the as returned product identified signs of damage about the implant threads. One of the implants is confirmed to be fractured across the threads. The other is chipped at the external hex feature. It is noted the customer has a history of bruxism. The reported product was used for approximately 21 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided x-ray images of the product. It can be seen that the three point bridge fractured into the surgical site. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by the customer that the patient was eating and felt something crack. Implant had fractured right below the abutment screw. Implant was surgically removed on (B)(6) 2020. Patient will return for additional appointments. Waiting for confirmation on correct tooth number involved. Patient experienced pain. Tooth number 30.